Manufacturer narrative:
Device codes (B)(4) no longer applies to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting no actions or interventions were taken for resolution. They programmed the right lead on conventional stimulation with impedance over 10k and 40k and it still worked. The cause was not determined. The issue had not been resolved. They were going to take xrays and determine if a replacement of leads was wanted. No further complications were reported. More information was received on 2018-apr-13 from manufacturer representative (rep) reporting that patient's device was interrogated with their 8840 clinician programmer and all contact pairs 0-7 and 8-15 were showing >40k ohms but patient was feeling stimulation. Rep stated they were currently in the or on (B)(6)2018 testing the lead via a wens and all contact pairs 0-7 lead was showing >40k ohms, along with 8-15 bottom electrodes showing green and the rest were >40k ohms and when looking at impedance report, all contact pairs with electrode 15 was showing >40k ohms. Rep did indicate that patient was still feeling stimulation when they programmed using 9, 10, 11, and 12. Moreover, rep stated that patient did fall on ice onto their ins but had initially forgotten that they had the fall. Patient had hd settings therefore they don't feel stimulation but their pain symptom had returned. Rep further reported the healthcare professional (hcp) was going to replace the leads. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had pain and hurting come back. The caller stated the patient thought that the patient programmer (pp) was messed up but it was just that the batteries needed to be replaced. The caller stated that he had the patient change the batteries and the controller was working normally. The patient was using the l lead using pw: 90us, rate: 1000hz. The caller ran impedances all values were > 10000. Manufacturer's representative (rep) re-ran the impedances at 3v all values >40000. The rep stated that he palpated the patient's back and that didn't change anything. The caller stated that the patient was sore at the insertion site. The patient had a bump there as well that wasn't there before the pain began. The rep stated that he changed to conventional stim on the left lead and the patient did not feel any stim. Rep reported he switched programming to the r lead and used conventional stim and the patient was feeling stimulation. Rep stated that he left the patient with the r side programming to see how that worked for the patient. No falls/ trauma related to this event, however, the patient did report she has a big dog that jumped on her and hit her back. It was considered to be a sudden change in therapy/symptoms.

Manufacturer narrative:
3004209178-2018-07832-2 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient seemed to be doing fine. The rep did not know what caused the high impedance or the bump on the back. No further complications were reported.